Manufacturer narrative:
The lot number and expiration date were reported as unk. The pt refused to provide further info or healthcare provider contact info. Company comment: the events have been medically confirmed as the pt refused to provide healthcare provider info. See scanned page.

Event description:
On (B)(6) 2011, a spontaneous report was received regarding a (B)(6) female who received an injection of restylane-l ((B)(4)). Medical history included previous injections of restylane ((B)(4)) on unk dates (reported as "on several occasions over the last few years") in the nasolabial folds; a previous injection of restylane on an unspecified date in (B)(6) 2010 (reported as "(B)(6) ago" from the date of the report) to the nasolabial folds; a previous injection of restylane-l (amount injected and syringe size unk) on (B)(6) 2011, to both tear troughs; and psoriasis, which the pt had "all her life". The pt's skin type was reported as "olive skin that tans". The pt was not taking any concomitant medications. On (B)(6) 2011, both tear troughs were retreated with an injection of restylane-l (amount injected and syringe size unk) from the leftover contents of the original syringe of restylane-l used on (B)(6) 2011. The pt did not receive any pre-procedure medications and no add'l procedures were performed at the time of implantation. On about (B)(6) 2011, after the implantation, swelling was noted under the pt's right eye. On (B)(6) 2011, the pt noted the swelling was not going down and was bigger and harder. On (B)(6) 2011, the swollen area was diagnosed as a "probable" skin infection by the injector. No testing or laboratory studies were performed. The injector prescribed bactrim ds ((B)(4)) one tablet twice daily orally for 10 days. The pt completed the course of bactrim ds on (B)(6) 2011. On (B)(6) 2011, unspecified date in (B)(6) 2011, the area under the pt's right eye "opened and drained" and there was still a hard lump beneath it. On an unspecified date in (B)(6) 2011, after things got worse again, the pt contacted a physician via telephone, who prescribed a second course of bactrim ds.